Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx bottom instrument (p/n 441386, s/n fb7039). Customer indicated about the false positives, drawer d measurement and vial switch failure. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and discovered rack failure. The fse cleared the sticky bits and replaced the rack (#pn 444531 - bactec fx rack assy spare). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 10/27/2017. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was rack failure. Bd quality will continue to closely monitor for trends associated with this failure. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.

Event description:
It was reported that while running bd bactec¿ fx, instrument bottom, packaged a false positive result was obtained. The results were not reported and there was no patient impact. The following information was provided by the initial reporter: the false positives vials were testing in drawer d rows cd which had unusable stations due to low -2.50v. They think the false positive vial issues has to do with the hardware.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd bactec¿ fx, instrument bottom, packaged a false positive result was obtained. The results were not reported and there was no patient impact. The following information was provided by the initial reporter: the false positives vials were testing in drawer d rows cd which had unusable stations due to low -2.50v. They think the false positive vial issues has to do with the hardware.